Event description:
Employee using bd affirm vpiii ambient temperature transport system. This product has a glass ampule inside a plastic holder that need to be crushed to release the reagent for test transport. Employee followed correct technique and process, however, a glass shard was able to puncture the plastic holder and prick the employees finger.